Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced noise. The lead was never implanted and replaced by a competitors product. No patient complications have been reported as a result of this event.